Event description:
End user spouse reports that the mattress is sagging in the middle, states he weighs about (B)(6), spends 18-20 hours in the bed, part of that is sitting up watching tv for about 18 months.